Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. Moreover, it was also reported that following a recent weight loss, the patient experienced discomfort at the ipg site. It is not certain if the pocket was loose, or the battery was flipping. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced as well as sutured down more and moved up slightly to address the issue. Effective therapy restored post-op and the discomfort at the ipg site has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.